Event description:
Increased blood pressure [blood pressure increased]. Flushed in the face [flushing]. Felt dizzy [dizziness]. Headache [headache]. Case description: a spontaneous report was received on august 16, 2010 from a (B)(6) female patient with a history of osteoarthritis, (B)(6), who experienced blood pressure had risen to 168/90, felt flushed in the face, felt dizzy, and headache after treatment with synvisc. The patient had no history of previous treatment with synvisc. On (B)(6) 2010, the patient received an injection of synvisc into her left knee. On (B)(6) 2010, one day after the injection, the patient reported that she felt flushed in the face and dizzy for about 10 seconds. On (B)(6) 2010, the patient received her second synvisc injections. Two days later on (B)(6) 2010, the patient felt dizzy again, "like I was having a stroke" for about 3-4 minutes. She went to the emergency room where she reported her blood pressure had risen to 168/90. She was admitted overnight for testing. Treatment included starting an unspecified blood pressure medication. MRI and CT scans were both negative. Her blood pressure returned to normal, and the patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient complained of an ongoing headache. She reported that she is following up with her physician and plans to have her third synvisc injection. Manufacturer's comment: the benefit risk relationship of synvisc is not affected by this report.